Event description:
As reported, when the physician tried to connect the device to the sheath, the bypass tube cannot enter in the valve on the sheath. Then the team decided to use another device same model.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
One 18f ce manta closure, 18f sheath, and 18f introducer were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. The button valve within the sheath appeared to be torn and slightly displaced from its position. The 18f closure unit exhibited an engaged lever indicative of the components released from the lumen. The anchor, collagen and radiopaque lock were not returned. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure in the femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. Slight buckling or bending of the bypass tube occurred when resistance was met. The entire manta sheath and closure unit were removed off the guidewire and a new 18f ce manta was opened and placed, deploying successfully without complication. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.